Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 43 mg/dl. Reportedly, the customer did not have control iq feature active and bg values were not populating on the bolus screen. Tandem technical support provided requirements for this feature, and confirmed the pump was functioning as intended. Customer attempted to self treat and consumed gatorade and carbohydrates. Emergency services were called and assisted by giving glucose. Customer was hospitalized and treated with intravenous fluids of saline and insulin to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.